Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.0d. Pump monitored for several days. Unit received with all operating currents within spec and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected failed batt test anomalies noted. No unexpected low battery alarm anomalies. Pump received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Unit passed self test. Pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, cracked case from reservoir tube window corners and cracked reservoir tube window. The test infusion set and reservoir does lock into place.

Event description:
Medtronic received information that failed batt test, charge/battery lasts less than expected, keypad unresponsive/button error alarm, no delivery/occlusion alarm - unknown timing occurred. There was no adverse impact or consequence reported as a result of this event.